Manufacturer narrative:
Complaint has been evaluated and is similar to previous report number 1644408-2023-00308; 242-01-109, s814 - stability, poor joint, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Complaint - due to swelling and instability was occurring for the last few months.